Event description:
It was reported that during a da vinci-assisted internal mammary artery harvest - single (midcab) procedure, the permanent cautery spatula instrument moved with unintuitive motion while engaged with universal surgical manipulator (usm) 4. The surgeon was moving the permanent cautery spatula in one direction, but the instrument slid forward in a direction opposite to the surgeon's intended direction. The forward movement was very dangerous as the instrument could have struck the heart and caused an injury. The instrument's unintended motion was stopped. There was no injury to the heart or patient due to the event. The procedure was completed robotically, and the permanent cautery spatula instrument continued to be used for the remainder of the procedure with no further complications. The patient is recovering well.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.